Event description:
It was reported that the patient stated experiencing difficulty pumping an inflatable penile prosthesis (ipp) as it "took al lot of effort to prepare for sex". The patient indicated not knowing how hard to pump, how big the implant would get and how many times the device needed to be pumped. Patient also mentioned that the artificial urinary sphincter (aus) was working great as no pads were needed. Patient liaison reached out to the patient and went over reboot techniques including burping and anti stiction. The patient would reach out again if further questions appeared. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.